Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection observed that the device was in excellent condition. During syringe testing, the reported problem was duplicated. The root cause of the reported issue was found to be normal wear of multiple components. Plunger board and plunger cable are not working as intended as a result of normal wear. The pump was over 8 years old. Actions were taken to mitigate the reported issue: replaced plunger board and plunger cable. Performed preventive maintenance and all functional testing.

Event description:
It was reported that the device was not recognizing syringes. No patient injury was reported.